Event description:
It was reported air within the device sheath occurred. A left atrial appendage (laa) closure procedure was performed using a 30mm watchman laa closure device with delivery system (wds). During recapture of the closure device, air was noted in the wds sheath. The device was removed from the patient and the procedure was completed with a new wds. No patient complications were reported.